Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s insertion guide wire was stuck in the introducer needle lumen during the procedure. The wire could not be manipulated forward and backward. The guide wire was still intact when it was removed with the needle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The inspection of the photograph showed a kinked wire, however when the product was received there were no issues with the wire and it was not kinked. The visual inspection of the returned product noted that the guide wire, introducer needle and clear tube appeared intact. Pmv performed functional testing; the guide wire was inserted and removed with ease. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.